Event description:
Patient was revised to address patella loosening at the bone/cement interface. Depuy cement was used.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 11/25/2014 - patient's medical records were received. Medical records were reviewed for MDR reportability. The records indicate the patient was experiencing pain in their knee as well. There is no new information that would change the existing MDR decision. The complaint was updated on: 12/15/2014.

Manufacturer narrative:
The device associated with this report wase not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records and x-rays were provided and reviewed. Review of the x-rays did not find anything indicative of a device nonconformance. From a medical perspective, based on the medical record information available to be reviewed, the complaint is unlikely to be product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.